Manufacturer narrative:
This ra lead remains in service for the time being. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed loss of capture (loc). A fluoroscopy was performed, which revealed ra lead dislodgement. The patient was stable, and measurements were within normal range. The decision was made to perform a lead revision in the near future. There were no adverse patient effects reported.